Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a post unrelated lead revision procedure check, the pulse generator exhibited a diagnostics anomaly and backup vvi operation. The patient was exposed to electrocautery during the lead revision procedure. The physician elected to explant and replace the device instead. No additional information was reported.